Manufacturer narrative:
(B)(4). Based on new information provided by the account, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter: the 5 mm reducer in the port is loose it can't be sealed properly. Dr. Didn't use it as he couldn't capture anything. The patient is ok. There was no unanticipated tissue loss. No extension of the incision by more than one inch. The surgical time was not delayed by more than 30 minutes. No device fragment fell into the patient's cavity. Additional information requested from the account but not yet received.

Event description:
Procedure: sleeve gastrectomy.

Manufacturer narrative:
(B)(4)